Event description:
It was reported that the patients ipg and lead were causing severe pain. It was also mentioned that the patient was not getting an adequate pain relief despite multiple reprogramming attempts. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7074869.